Event description:
Reportedly, the device (23mm) was explanted after an implant duration of 4.8 months due to vegetation on the noncoronary leaflet caused by infection. It was reported that the device was implanted for aortic valve replacement to correct aortic stenosis on (B)(6) 2010. No problem was observed at the implant. Since (B)(6) 2010, the patient's c-reactive protein (crp) level had increased and repeatedly developed a fever. The patient was found positive for (B)(6). Source of infection was not provided. Vegetation was observed by echo. However, the movement of the leaflets was normal and aortic regurgitation was not observed at that time. The device was explanted on (B)(6) 2010, due to vegetation on the noncoronary leaflet caused by the infection. A magna 3000j19 (B)(4) was implanted as a replacement. Mc3 4900t30 was also implanted for tricuspid annuloplasty at the same time. Customer commented that this explant was unexpected, but not device related. The patient was recovering as of (B)(6) 2010. The patient remains (B)(6) positive.

Manufacturer narrative:
This model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Customer requested an evaluation of the explanted valve. However, pathology test results were requested in order to know how to properly treat the valve when returned for evaluation. Photographs of the explanted valve were provided for evaluation. Echo cd was requested, but not provided. On 20 oct 2010, sales rep learned: it was originally reported that the device would be returned for evaluation, but it was confirmed that the infection was active at the time of the surgery. Therefore, the device will not be returned for evaluation due to the infection. The device will be evaluated at the hospital. It was requested that we provide additional evaluation comments using the photographs provided from the customer. Although requested, no additional reports or information have been made available. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: the valve was not returned. The evaluation was conducted based upon two photographs submitted electronically to product evaluation lab. For reference only, the leaflets will be labeled as a, b and c. Leaflet a appears to be thicker than the other leaflets, evident when comparing the free margins. The thickening of the tissue may have been due to the infection reported. Thickened tissue could restrict mobility in the leaflets and possibly to lead to stenosis. Blood residue is noted onto leaflet a at the outflow aspect. Minimal host tissue overgrowth is noted onto the tissue and onto the stent inflow and outflow. Method: actual device was not evaluated. Evaluation was based on photographic images provided by the hospital. Additional manufacturer narrative: the device was not returned to edwards lifesciences for evaluation due to the presence of infection. However, the hospital provided two usable images for consideration in our evaluation comments. The pathology reports have not been provided. The infection is known only as staphylococcus, source and type unknown. Stenosis can be due to many factors depending on the implant duration including but not limited to: calcification, thrombosis and pannus. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.